Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - one photo received by our quality team for investigation. Upon visual evaluation, cracked barrel is observed, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Possible root cause is associated with tangling of the syringes in the assembly equipment, which has a feeding process through disks. Several changes have already been implemented in the production lines to reduce this type of occurrence in the equipment, adjustments were made to the transfer disks due to possible entanglements. Additionally, opportunities for improvement were identified, which will be allocated to the syringe assembly machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd solomed syringe experienced (short description of event) the following information was provided by the initial reporter, translated from portuguese to english: the syringe has a crack in its middle, noted during aspiration.